Manufacturer narrative:
System 98 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had alarm malfunction not trigger. There is no harm or hazard reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d9. This complaint record is being closed because customer has not provided hcpo after making three (3) good faith efforts (gfe) attempts. If information is received, the complaint will be reopened and updated.

Event description:
Na.